Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer was performing the air removal technique with an empty syringe. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.